Event description:
It was reported that the ventilator shut down while on a patient. It is unknown if the ventilator had an audible alarm when the reported problem occurred. No patient harm reported. The patient was switched to a backup ventilator.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings and passed all alarm testing. During the ltv final test, the ventilator had a slight non-conformance with the tidal volume vti average test. This slight non-conformance would not result in a failure to ventilate properly. Internal inspection of the ventilator revealed that the switch membrane assembly had indications of oxidation on the ribbon cable contacts. A review of the event trace revealed one ¿intrrpt2¿ and one ¿intrrpt1¿ alarm conditions on (B)(6) 2015. All other event trace entries are consistent with normal ventilator operation. The ventilator was received with 05.06 software. It is recommended that the memory board and the membrane switch get replaced as a precaution.